Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly causing pump to shut down. The customer¿s blood glucose was "high". Customer addressed high blood glucose with correction injection. The customer continued to use the pump for insulin therapy.